Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The image sensor unit cable had kinked at the end of the boot on the light guide connector side inside the universal cord. The suggested event was likely caused by the kink of the image sensor cable, which led to a disconnection and short circuit of the output signal line. The image sensor cable buckling could result in a strong external load applied to the image sensor cable due to stress beyond what was expected, such as excessive twisting or bending. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flex deflectable videoscope displayed an e321and b30 errors. The issue was found during a therapeutic procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.